Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with the freestyle libre sensor reading ¿high¿ and a confirmatory fingerstick of 357 mg/dl; the caregiver was advised to replace the infusion tubing and to allow time for glucose to decline, and no alarms or alerts were reported. Symptoms included no reported clinical manifestations. Outcomes included no need for medical intervention, no emergency treatment, and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the cause of the hyperglycemia remained unclear after tubing change guidance and absence of device alarms, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.